Manufacturer narrative:
The insulin pump was received with prime alarms during prime test due to moisture damage on force sensor. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime alarms anomaly. The insulin pump passed the displacement test. No moisture damage found on the electronic/motor assembly.

Event description:
The customer reported being in the emergency room due to low blood glucose of 30mg/dl. The caller mentioned that she was seeing condensation inside of the display window. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that she may over bolused the night before. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.